Event description:
It was reported that during a rectal resection with robot support, after the anastomotic was completed, the knob was turned in the open direction until the anvil tilted. When it was difficult to remove, and it was pushed and removed in the head side, the anvil detached and it remained in the patient¿s intestinal tract of mouth side. Because it was in a position that could not be touched directly by hand from the anus, while being checked with a colonofiberscope (cf), the remaining anvil was grasped and remove with forceps. The anvil was properly tilted, and the donut ring has also no problem, and there was no uncut. Additionally, when the anastomotic part was checked with cf, there was no mucous membrane damage or anastomotic part damage. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.